Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient in his 70s underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. After completing the case, they noticed a small pericardial effusion which was confirmed via intracardiac echo (ice). A pericardiocentesis was done and 300cc of fluid was removed and 280 ccs of fluid were reinserted back into the patient. The patient was stable and the drain was left in place. The patient did not require surgical repair. The physician is not sure how the issue occurred, as there was nothing that occurred out of the normal during the procedure. The patient is staying overnight for observation. They used a maximum of 40 watts. The physician¿s opinion on the cause of this adverse event was the procedure. The intervention provided was a subxiphoid tap. The patient outcome of the adverse event was fully recovered. They stayed overnight for monitoring which is typical for an af with physician regardless of adverse event a transseptal puncture was performed with a versacross fixed wire. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. The irrigated catheter flow setting was a stsf normal high and low flow rates; on ablation being 15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability used surpoint; tag size 3mm with all the recommended values 3,3,25 & 3 and tag index. The dilator broke causing bleed back. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces or if the hemostatic valve/brim cap/hub became detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. There was no blood return was observed and a small amount that was not recorded as it was seen immediately. Furthermore, the complaints against the carto vizigo¿ 8.5f bi-directional guiding sheath - medium (hemostatic valve leak & dilator break) are reportable and have already been submitted under manufacturer report number 2029046-2022-01169. This report is only for the thermocool® smart touch® sf bi-directional navigation catheter due to the cardiac tamponade. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 2-jun-2022, the product investigation was completed. It was reported that a male patient in his 70s underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and had bleed back coming back from the hub of the sheath. The dilator was also broken. The sheath was exchanged and the issue was resolved, the case continued. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30764627l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).